Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to repair a recurrence of his ventral hernia. The patient suffered small bowel obstructions, significant pain, cramping abdominal pain, nausea, and bulging. During the operation, the surgeon noted "15 loops in total" had become "adherent to the undersurface and the peritoneal surface of the mesh, causing kinking and internal loop obstruction." Medical records have not been provided. Recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol composix e/x hernia patch, reference number 0123460, lot number huud1830 was implanted to repair the hernia defect. On (B)(6) 2014: as a result of the failure of the composix e/x, the patient underwent an additional surgery to repair a recurrence of his ventral hernia. As reported, the patient suffered small bowel obstructions, significant pain, cramping abdominal pain, nausea, and bulging. It is alleged that during the operation, the surgeon noted "15 loops in total" had become "adherent to the undersurface and the peritoneal surface of the mesh, causing kinking and internal loop obstruction." As reported, the patient has had to undergo subsequent implantations of "hernia mesh devices" to treat his ventral hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the the patient underwent an additional surgery to repair a recurrence of his ventral hernia. The patient suffered small bowel obstructions, significant pain, cramping abdominal pain, nausea, and bulging. During the operation, the surgeon noted "15 loops in total" had become "adherent to the undersurface and the peritoneal surface of the mesh, causing kinking and internal loop obstruction." Medical records have not been provided. Recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 10 months post implant of composix mesh e/x, patient was diagnosed with hernia recurrence, obstruction, adhesions and abdominal pain thereby underwent repair with removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol composix e/x hernia patch, reference number (B)(4), lot number huud1830 was implanted to repair the hernia defect. (B)(6) 2014: as a result of the failure of the composix e/x, the patient underwent an additional surgery to repair a recurrence of his ventral hernia. As reported, the patient suffered small bowel obstructions, significant pain, cramping abdominal pain, nausea, and bulging. It is alleged that during the operation, the surgeon noted "15 loops in total" had become "adherent to the undersurface and the peritoneal surface of the mesh, causing kinking and internal loop obstruction." As reported, the patient has had to undergo subsequent implantations of "hernia mesh devices" to treat his ventral hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with reducible ventral hernia thereby underwent laparoscopic repair with the implant of composix e/x. Per operative notes ¿the fascial mass was completely excised. Composix e/x mesh was placed over the defect and secured by using sutures and tackers.¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia, abdominal pain and bowel obstruction thereby underwent laparoscopic repair with partial removal of composix e/x mesh. Per operative notes ¿lysis of adhesion was performed on undersurface of composix e/x which was folded with dense adhesion to the peritoneal surface of the mesh itself. The edges of composix e/x mesh were trimmed and the hernia sac was dissected off. A synthetic mesh was placed into abdominal cavity and secured by tackers.¿ (B)(6) 2017 - patient was diagnosed with umbilical pain and ventral hernia thereby underwent robotic assisted ventral hernia repair. (There was no operative note provided and no visualization/mention of composix e/x mesh). Attorney alleges that the patient had adhesions, pain, hernia recurrence, bowel obstruction, infection and emotional injuries. It is also alleged that the patient had blood in stool and mesh was pushing through stomach.